Event description:
It was reported, the patient had his spectra removed on an unknown date "6 weeks after original implant" due to infection. No additional patient complications were reported in relation to this event.